Event description:
During a diagnostic respiratory examination, under sedation, the rubber part of the slit on the single use biopsy valve-maj-210 fell off inside the body and was retrieved. The device was replaced with another one and procedure completed. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9 - date returned to mfg, and h3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged biopsy valve. Based on the results of the investigation, this event is caused by a component failure of the biopsy valve. The event can be prevented by following the instructions for use, which state: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that forceps were used to retrieve the fallen device part.